Manufacturer narrative:
H.9: z-1348-2022. H.11: this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the breast area on (B)(6) 2017 using a coolcurve+ applicator. On (B)(6) 2017, the patient came back for photos and saw an improvement in the treated area. In (B)(6) 2017, the patient started to feel an enlargement in the treated area. The patient was diagnosed with paradoxical hyperplasia (pah/ph) on the breast on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the breast area on (B)(6) 2017 using a coolcurve+ applicator. On (B)(6) 2017, the patient came back for photos and saw an improvement in the treated area. In (B)(6) 2017, the patient started to feel an enlargement in the treated area. The patient was diagnosed with paradoxical hyperplasia (pah/ph) on the breast on (B)(6) 2018.

Manufacturer narrative:
Continuation of section e1 - initial reporter phone number is (B)(6). This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the breast area on (B)(6) 2017 using a coolcurve+ applicator. On (B)(6) 2017, the patient came back for photos and saw an improvement in the treated area. In (B)(6) 2017, the patient started to feel an enlargement in the treated area. The patient was diagnosed with paradoxical hyperplasia (pah/ph) on the breast on (B)(6) 2018.

Manufacturer narrative:
Corrected data d1 - brand name.